Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. Customer received higher sensor scan results when compared to readings obtained on hcp meter. As a result, customer experienced "nausea" and was unable to self-treat, requiring contact with a healthcare professional (hcp). The hcp performed a blood glucose measurement with result of 59 gm/dl, compared to a sensor scan of 140 mg/dl, and provided third-party treatment of intravenous glucose (type/dose unspecified). Results of 59 mg/dl and 140 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.